Manufacturer narrative:
The reported field event of death was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death related to dementia and vascular disease. No further information is available at this time.